Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl at the time of the incident. Customer's current blood glucose level was 115 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with the insulin pump and manual injection/insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer reported air bubble. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the pump was returned due to customer allegation to pump under delivering causing high bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2022 found bolus deliveries of 1.6u at 01:08:08.000, 0.2u at 01:22:06.000, 1.2u at 03:18:10.000, 2u at 07:28:10.000, 1u at 09:05:38.000, 1.9u at 14:46:14.000, 1.2u at 15:12:30.000, 1u at 15:48:58.000, 3.2u at 20:58:38.000, (B)(6) 2022 0.9u at 00:07:28.000, 2.6u at 00:23:29.000, 1.3u at 05:23:08.000, 2.1u at 09:16:06.000, 1.1u at 11:27:58.000, 3.4u at 13:25:20.000, 1.2u at 15:16:27.000, 2u at 16:13:23.000, 1.8u at 21:02:46.000, 1u at 21:22:20.000, 2u at 22:03:27.000, 4.8u at 22:33:28.000, (B)(6) 2022 0.7u at 00:57:00.000, 3.9u at 02:35:32.000, 1.6u at 10:16:04.000, 3u at 12:20:16.000, 1.4u at 15:02:24.000, 3.2u at 20:37:12.000, 1.5u at 03:18:16.000, 1u at 06:24:40.000, 1.3u at 06:32:58.000, 2.4u at 09:47:21.000, 1.7u at 13:22:40.000, 2u at 13:47:12.000, 2u at 23:01:27.000, (B)(6) 2022 1.7u at 02:50:16.000, 1.7u at 09:12:46.000, 5.4u at 12:15:42.000, 0.5u at 13:53:04.000, 4u at 22:16:54.000, 1.3u at 22:50:32.000, .04u at 22:50:32.000, (B)(6) 2022 1.5u at 00:56:42.000, 1.7u at 06:52:26.000, 1.8u at 11:23:54.000, 4.2u at 21:45:26.000, (B)(6) 2022 2.9u at 03:45:17.000, 4.3u at 12:35:02.000, 2.2u at 17:53:48.000, 1.4u at 18:33:30.000, 3.8u at 21:35:18.000, (B)(6) 2022 2.9u at 03:45:17.000, 4.3u at 12:35:02.000, 2.2u at 17:53:48.000, (B)(6) 20222u at 00:04:22.000, 1.6u at 04:35:56.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, label damage, cracked case(battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.